Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead revision procedure. It was noted that the ra lead had low pacing impedance and high capture thresholds. Additionally, it was noted that the ra lead was sensing noise and under-sensing. The patient was asymptomatic. The ra lead was capped and new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.